Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Representative manufacturer indicated lead insertion difficulty reported during procedure. It was stated that the setscrew could not be removed with the wrench and thus the lead could not be inserted into the header block. They decided to use a different implantable neurostimulator (ins). The representative manufacturer stated that the new ins worked without a problem. The faulty ins was not implanted .there was no symptom reported. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The set screw was backed out too far.